Event description:
It was reported that the bd insyte¿ IV catheter tip was found split before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter tip was split."

Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Photo evaluation: 5 photos were received for evaluation. Needle pierced through catheter and damaged catheter were observed on the returned photos. Sample evaluation: 3 actual and 36 representative samples were received for investigation. The 3 actual and 36 representative samples were subjected to visual inspection. No abnormality was observed on the 36 representative samples. Needle pierced through catheter and damaged catheter were observed on the 3 actual samples. Conclusion: damaged catheter and needle through catheter were observed on the returned photos and returned actual samples. However, no abnormality was observed on the representative samples. Damaged catheter could have been caused by needle pierced through catheter. Both defects could have occurred during product application when the product was manipulated. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter tip was found split before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter tip was split."